Manufacturer narrative:
Analysis of the lead (lot no. Va1fd8j) found no anomaly. (B)(4). Analysis information -- 2017-09-27: 15:55:13 cst pli# 10 product ID# 3389s-40 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va1fd8j, implanted: (B)(6) 2017, explanted: (B)(6)2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that the patient had a lead implanted with no reported effects; however, impedance measurements showed an open circuit and it was replaced. The rep reported that the impedance was measured at 37,000 ohms. The rep reported that the patient was doing well after the procedure. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient had no stimulation effects from the first lead. After the second lead was implanted they received a good response (calmed tremor). The surgeon did not feel it was necessary to repeat impedance tests on the new lead.

Manufacturer narrative:
Analysis results were not available as of the date of this report. If information is provided in the future, a supplemental report will be issued.